Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. During the first deployment attempt, at an implant depth of 3 millimeter¿s (mm), an infold was observed. Subsequently, the valve was withdrawn from the patient. A new delivery catheter system (dcs) and valve were used to complete the procedure. A 10 minute procedural delay occurred in result of the infold. Per the physician, the patient's calcified anatomy contributed to the infold.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.